Event description:
A customer contacted beckman coulter, inc. (Bec) to report a small blood leak (<1ml) underneath the needle bellows of a coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There were no reports of exposure to mucous membranes or open wounds. No one was splashed, sprayed. There was no impact to sample results. There was no death, injury or change to patient treatment attributed or associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched for the event. The fse observed that the customer no longer had leaking at the needle bellows. The fse cleaned the area under the needle bellows and ran samples while monitoring bellows draining. No leaks or overflow was observed. Per labeling, beckman coulter, inc. Urges its customers to comply with all (B)(4) standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).